Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21796c, reader sn (B)(4)). Prior to obtaining the false negative result, customer performed test on the cue reader on (B)(6) 2022 and obtained a positive result. A repeat cue test was performed after receiving the false negative result on (B)(6) 2022 provided an additional positive result. Confirmatory testing was performed with an antigen test (unspecified brand, unspecified date) and a positive result was obtained. Customer was vaccinated and boosted for covid-19. Cartridges are stored and used within the recommended temperature range.